Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six electric shocks and anti-tachycardia pacing (atp) during a ventricular episode. Technical services (ts) analyzed device episode data and determined that this episode was sinus tachycardia. Therefore, the shocks were deemed to be inappropriate. It was noted that this patient was hiking at the time. Therapy was exhausted during episode and the rhythm remained. Ts discussed device operation and programming with health care professional (hcp). No additional adverse patient effects were reported. Currently, this ICD remains in service.